Event description:
It was reported there were coupling or communication issues. It was noted the patient had recently lost some weight and the ins was moving in the pocket. It was reported the patient was getting 2, then 4, then back to 0 coupling boxes. It was reported trying to position the antenna over the ins correctly ¿was a pain¿. Additional information received reported the cause of the event was unknown. It was reported there was no abnormal impedances, no hospitalization, and no injury.

Manufacturer narrative:
(B)(4). A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because the root cause of the antenna location difficulties and the poor coupling is unknown. The ins 37712 restore ultra pain remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins 37712 restore ultra pain. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. The event was not associated to the label term for migration since it was only reported that the patient could move the ins, not that it had migrated. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the ins 37712 restore ultra pain is inconclusive because of insufficient event information. Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3550-29, lot# n157064, implanted: (B)(6) 2008, product type: accessory. (B)(4).